Event description:
It was reported by the patient that the needle did not deploy when trying to activate pod indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward. The patients blood glucose levels were at 276 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Correction to d1 brand name changed from unavailable to omnipod 5 pod. D2a common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b procode changed from unavailable to qfg.